Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized de to diabetic ketoacidosis with an unknown blood glucose level. The customer did not mention any treatment for diabetic ketoacidosis at the hospital. They did not mention any symptoms related to diabetic ketoacidosis. They also reported that they had issue with the infusion set with occlusion and sweating at the site. The customer stated that they were not satisfied with the product. The insulin pump and infusion set will not be retuned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was hospitalized for the surgery.